Event description:
Pt has had high lv thresholds in all vectors for a long time ... Asked for more clarity on lv lead history and wasn't able to get lv lead has been non functional for quite some time now. No lead integrity issues noted with any of the leads, (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).